Manufacturer narrative:
This event occurred sometime in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a brown mark on the inlet filter of a vented inlet device. This was noticed when hanging the device. The filter was removed from the inlet. This was being used with a vaminolact bottle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, several photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a dark spot on the device's filter. A determination of what the substance is could not be made based on the photos. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.